Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the port 2, spike port bonding area. The reported condition was verified. The most likely cause was due to an inadequate or lack of cyclohexanone application to the spike port tube when it was inserted into the spike port during the manufacturing process, which caused an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port connection site; further described as "at the connection of the tube". This occurred prior to patient use. There was no patient involvement. No additional information is available.